Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Maude event report mw5043939 voluntary (B)(6) 2015: had total left knee surgery with difficulty recovering due to pain and leg motion. Within 1 1/2 years the knee came loose and was not able to walk correctly with metal noise. Had a knee replacement as told to my wife and my knee was operating backwards. The knee was replaced but did major damage to my right knee. Today I am very limited in what I can do.